Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated at 503 mg/dl. Reportedly, the customer changed the site yesterday; however, the customer had not taken any action to lower bg level today. During troubleshooting, the customer mentioned that they smelled insulin, but they did not think that it was due to a loose luer lock. Recommendation was made for customer to consult with their healthcare provider.